Event description:
It was reported that pump experienced malfunction that displayed code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did recur after reset. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Cts sent replacement pump.